Event description:
Allegedly, a literature document was received detailing the following: wakabayashi-2024 reported the following adverse events: 18 stress shielding wakabayashi 2024 - long-term outcome of metal-on-metal total hip arthroplasty with modular neck stem.